Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self test performed on an unknown date. Additional testing (ihealth brand) was performed the same day and generated positive results. The consumer also reported testing positive with the ihealth brand test four days prior. The consumer reported being symptomatic. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.